Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they don't think their bladder stimulator has been working right. The patient reported that they fell on their tailbone at the end of march and since then they have had pain when they sit down. The patient states that they can't sit over there because it hurts all the time, like a poke. The patient stated that they suspect the wire might be loose. The patient has moved and does not have a managing healthcare provider. Agent emailed the patient physician listings and the caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2mm48, implanted: (B)(6) 2022: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4) b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.